Manufacturer narrative:
Not yet explanted.

Event description:
The manufacturer was notified on (B)(6) 2018 that a mitroflow dla 21 was going to be explanted due to an early degeneration. The re-operation is not yet occurred.

Event description:
The patient presented with stenosis in 2013, prior to implant. On (B)(6) 2013 a mitroflow dla was implanted. Four years after implant, the patient noticed increasing shortness of breath upon exertion. Further investigation revealed significant gradients across the aortic valve, and also severe mitral and tricuspid regurgitation. Mitral annular calcification was reported on the posterior leaflet of the mitral valve, and a small ventricular septal defect was identified. Angiogram showed 2 vessel disease (rca and om). It was further identified that the external wires were broken, showing sternal dehiscence. The patient's risk factors for svd included hypertension, hyperlimidemia, positive family history and pulmonary hypertension, hypothyroidism and gout. Reoperation was performed on (B)(6) 2018, and a edwards perimount magna ease 21 was implanted.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), as they pertain to the event were reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for return, no further investigation could be performed. It is likely that the patient's clinical condition and risk factors (eg. Hypertension, hyperlimidemia, positive family history) contributed to the reported valve deterioration. In particular, the patient presented with hypothyroidism and gout. It is stated among the contraindications in the mitroflow instructions for use that patients "with parathyroid disease, impaired calcium metabolism, ... May have an increased tendency toward calcification of valvular bioprostheses."